Event description:
Patient in surgery for open reduction with internal fixation ( orif). Complication with the third hole. The drill bit broke. This was not a new drill bit. Decision was made not to retrieve the drill bit from the patient's right femur, as it would involve extensive dissection and prolonged surgery in a fragile old patient.